Manufacturer narrative:
(B)(4). There was no malfunction alleged against the device. The death certificate was provided listing cardiac pulmonary arrest as the cause of death.

Event description:
Patient's husband contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient passed way. Reported ly, the patient had suffered from cardiac pulmonary arrest and had a sepsis infection. On (B)(6)2015, the patient was taken to the hospital for treatment. The patient returned home that day and on (B)(6) 2015, the patient was taken back to the hospital and was admitted. The patient expired later that day. The patient's husband reported that the continuous glucose monitoring system was working just fine. No additional event or patient information is available.